Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: the returned sample was visually inspected upon receipt, and the distal end of the v-cutter was fractured, burned and melted. There were no abnormalities in the actuation/movement of the v-keeper or the v-cutter. The condition of the returned sample did not allow for electrical testing. A retention unit from the same product code and lot number combination was obtained. No visual anomalies noted anywhere on the device. It was also tested for electrical continuity and the unit tested within specifications. It is likely that the reported smoke from the unit was due to the v-cutter being broken and the electric path for high frequency current was exposed. A high frequency output was activated, a short circuit occurred, and smoke resulted. It was unable to be determined how the v-cutter was damaged; however, possible causes are: while inserting the device into the patient¿s leg, excessive force was applied to the distal end of the v-cutter, or the distal end of the v-cutter was hit by objects. The fracture resulted in a short circuit causing the smoke and the burn marks on the harvester. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. It is also likely that the unit was damaged during handling/use. The user should ensure that the generator settings are within the validated range identified in the IFU. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the bipolar cord in junction with the harvester burned, and made the endoscopic vessel harvesting (evh) stop. There was a delay nearly about 15 minutes. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 20, 2018.   Upon further investigation of the reported event, the following information is new and/or changed: (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.